Manufacturer narrative:
(B)(4):in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Manufacturer narrative:
(B)(4). Continued from concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The customer observed increased havab-m (B)(6) patient results generated from two architect i2000sr analyzers when havab-m reagent lot 93794hn00 was in use. The customer further stated the (B)(6) results do not fit the clinical picture. The customer provided calibrator and control charts which showed a slight shift up in the positive control. The customer stated (B)(6) results were rare with the previous lot of reagent and now they observe up to four (B)(6) results in one day. The customer provided an example of a (B)(6) result as follows: (B)(6). No additional information was provided by the customer whether repeat testing was performed to determine if the (B)(6) result was confirmed (B)(6). There was no known impact to patient management.